Event description:
The surgery center reported the topographies show consistent steep area of inferior cornea (no steeper than prior to treatment) on both eyes (ou) at a 5 month post op exam. The patient¿s chief complaint was itchy eyes and blurry vision. The patient commented that vision was not great. The surgery center treated the symptoms with an increase of topical steroid dosage. (B)(6).

Manufacturer narrative:
Additional information: UDI#: (B)(4) equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.